Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed and the instrument failed initialization when connected to the generator. Error message of ¿replace instrument¿ kept appearing after tightening the instrument on the handpiece of the generator. Self-test never completed. Additionally, the instrument was found with a broken curved blade. The broken piece, approximately 0.38" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the harmonic ace instrument was not recognized. A backup instrument was used instead. The procedure was completed with no reported injury.